Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "IV fluid not dripping/infusing" was not reproduced. Flow accuracy testing was performed and the device passed within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump appears to be running but IV fluid not dripping/infusing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.